Manufacturer narrative:
Concomitant product: 7278 ICD implanted: (B)(6) 2004.

Event description:
The patient reported passing out in various places. Follow up with the physician's office indicated that the right ventricular lead had been extracted and replaced secondary to lead failure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.